Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify when did the issue occurred (during removal from package /during passage through tissue/ during tying / post-op)? Each time that the needle came off the suture was when it was being passed through the body wall during spay procedures. The doctor used the needle drivers to push the needle through one side then the other side of the body wall. When he then grabbed the needle to pull it through the needle popped right off. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-00830, 2210968-2023-00831, 2210968-2023-00832, 2210968-2023-00833, and 2210968-2023-00835.

Event description:
It was reported that an animal underwent a veterinary procedure in 2023 and suture was used. During the procedure, six packets had the needle come off of the suture. No adverse patient consequences were reported. Additional information was requested.